Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 51mg/dl. The other relevant blood glucose level was 189mg/dl. The customer was treated with carbohydrates. The customer declined the troubleshooting for low blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump had unresponsive up and down buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unable to communicate to sensor simulator glucose and blood glucose meter to verify sensor glucose and blood glucose anomaly due to unresponsive button. Insulin pump had cracked reservoir tube window, cracked case at reservoir tube window corners.